Event description:
It was reported that the recently implanted patient experienced difficulty connecting the spinal cord stimulation (scs) implantable pulse generator (ipg) to the charger, and the charger would not stop beeping. The ipg site appeared to be healing well and not swollen. A loaner charger was provided however the issue persisted. The physician assessed that the ipg was implanted too deeply. The patient underwent a revision procedure in which the ipg was repositioned. The patient is doing well postoperatively and is no longer experiencing any charging or communication issues.

Event description:
It was reported that the recently implanted patient experienced difficulty connecting the spinal cord stimulation (scs) implantable pulse generator (ipg) to the charger, and the charger would not stop beeping. The ipg site appeared to be healing well and not swollen. A loaner charger was provided however the issue persisted. The physician assessed that the ipg was implanted too deeply. The patient underwent a revision procedure in which the ipg was repositioned. The patient is doing well postoperatively and is no longer experiencing any charging or communication issues.